Manufacturer narrative:
Confirmed underdelivery. The pump was tested with two different cassettes and two different settings. It delivered at below 50% of the programmed dose for both the primary and secondary lines. Due to processing error, a unique situation occurred whereby the device was repaired before root before root cause analysis was performed. From service and repair data: m38 (cassette/door assembly), a17 (mechanism), and e63 (coupling assembly) it is determined that the failures could have contributed to the reported event. The frequency of occurrence of death or serious injury reports for code 103 (underdelivery) for lifecare 5000 plum products is <0.01/million sets.

Event description:
Underdelivery reported. A nurse reported that "the pump was not delivering IV piggyback medications correctly even though the display indicated as if it had delivered." Specific medications and rates were not available. There was no adverse effect to the pt. The medications were infused late without adverse sequelae. When tested in the biomedical engineering dept, it was noted that the pump was underinfusing by approx 40%. With a displayed/expected delivery of 20ml, the device was infusing 12ml. No further info was available.